Event description:
The rotator on the high pressure tubing is coming apart during injection while performing an angiogram.

Manufacturer narrative:
Device evaluation: - device evaluation not completed. Conclusions: - a follow-up report will be submitted when the device evaluation has been completed.